Event description:
A peritoneal dialysis patient reported that dialysis solution was leaking out of the cassette and into the cycler. Patient noticed that the two large modules inside the cassette door were damp when shutting down the cycler. Patient had no adverse effects after the incident and required no medical intervention. Patient's effluent has remained clear. Companion sample is available.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation; however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformities during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.